Manufacturer narrative:
The device was returned as part of the asset return process. The following findings were revealed during the evaluation: air-water cylinder had discoloration; suction-cylinder had discoloration; due to damage on forceps elevator wire, fixing force of guide wire did not meet the standard value; distal end had foreign material or stain; adhesive around objective lens had discoloration; and universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the light guide lens was dirty on both the outside and inside. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no physical damage on the distal end was reported. However, the cause of the event is likely due to the influence of physical stress applied to distal end, small gap was generated in light guide (lg) lens adhesive, and stain and moisture entered lg-lens from the gap. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction: MFR report #9610595 - 2023 - 10437 patient identifier: (B)(4).